Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a290, serial/lot #: unknown, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient came to an ambulance and reported a return of symptoms. The patient was asked if anything had happened such as an accident or fall, and the patient denied this. The patient described not feeling stimulation. An impedance measure and x-ray image were performed. The x-ray image showed no abnormalities. The impedance measurement showed impedance over 10000 ohms on all poles of an electrode. The second electrode showed impedance over 10000 ohms on four poles and normal impedance on the other four poles. There was a reprogramming, but this did not achieve pain coverage; therefore, it was decided to place two new electrodes. The issue was resolved as of (B)(6) 2018. Only the electrode with four poles above 10000 ohms would be returned. The other electrode was cut and disposed of by the doctor. It was noted that the serial number of the other electrode could not be provided because it was implanted in another hospital. The patient was alive with no injury. The issue occurred during normal use. A telemetry printout showed the following impedance results for a test run at 3.00 volts using electrode 7 as the reference electrode: 6561 ohms on electrode 0, 10156 ohms on electrode 1, 20609 ohms on electrode 2, 6439 ohms on electrode 3, 6617 ohms on electrode 4, 11853 ohms on electrode 5, 6688 ohms on electrode 6, >40000 ohms on electrodes 8, 9, 10, 11, 12, 13, and 15, and 30134 ohms on electrode 14. The same printout showed that the patient's active group was programmed with positive polarity on electrodes 3 and 4, and negative polarity on electrode 6, 7, and 15. The patient's settings were a rate of 80 hertz, pulse width of 210 microseconds, and amplitude of 3.0 volts. Adaptive stimulation was enabled.

Manufacturer narrative:
Analysis of the returned lead (B)(4) found that conductors were fractured at the injex anchor site. The complete lead was received for analysis. Both ends were intact and undamaged. The # 2, 5, and 7 conductor wires were fractured at 14.5 cm from distal end, at or near the injex anchor. An injex bumpy anchor was identified located from 18.7-21.3 cm measured from the distal end. A non-medtronic anchor was identified located 16.1-18.0 cm measured from the distal end. The braid was broken. The outer insulation was intact. The stylet coil was visually ok. Electrical testing determined that the continuity of the conductors was not complete as circuits # 2, 5, and 7 were open. There were no shorts observed between the conductors. (B)(4). If information is provided in the future, a supplemental report will be issued.